Manufacturer narrative:
The customer¿s report of a back flow issue was confirmed. The primary set and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the received sets during visual inspection. The check valve was also visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed; fluid and air bubbles were immediately noticed going into the primary bag. Fluid was also noted to have gone past the check valve indicating a failing check valve. No particulates were noted on the diaphragm membrane or any solvent to the check valve component with no damages to the interior of the check valve or to the diaphragm. The root cause of this failure could not be identified.

Event description:
It was reported that a non-bd secondary set infusion of daunorubicin (45mh/50ml) via central line had been initiated, and the user then noted secondary back flow into the primary bag. The event occurred in the leukemia/bmt. It was further confirmed during follow up that the full dose of medication was not administered, however; there was no patient harm as a result of this event.

Manufacturer narrative:
Concomitant medical products: 500ml baxter bag, lot: w9e1081, exp: aug 2020, .9% sodium chloride solution; non-bd secondary set; baxter bag, lot: p389858, exp: aug 2020, 5% dextrose solution. Other relevant devices: 8015; 8100; sec tub. Patient demographics requested however not provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a non bd secondary set infusion of daunorubicin (45mh/50ml) via central line was initiated, when the user noted secondary back flow into the primary bag. The event occurred in the leukemia/bmt.